Manufacturer narrative:
H6: investigation summary: a device history record review was performed for provided final lot number 0041890 and all applicable sub-assembly lot numbers. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that liquid leaked past the bd syringe luer-lok¿ tip bulk sterile convenience pak plunger. This occurred with 293 separate syringes. The following information was provided by the initial reporter: "we are reporting to you an observed defect trend with bd syringes which continuously found liquid pass over plunger and then api will precipitate to form powder after liquid evaporated." "Allowing liquid past the plunger allowing for visible liquid or crystallization."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that liquid leaked past the bd syringe luer-lok¿ tip bulk sterile convenience pak plunger. This occurred with 293 separate syringes. The following information was provided by the initial reporter: "we are reporting to you an observed defect trend with bd syringes which continuously found liquid pass over plunger and then api will precipitate to form powder after liquid evaporated." "Allowing liquid past the plunger allowing for visible liquid or crystallization."